Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an follow up visit, the patient was told that one of the leads is not in the right place. The physician advised for a surgery to reposition the lead. Currently the lead remains in service. No adverse patient effects were reported.